Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
During the primary surgery ((B)(6) 2015), the surgeon placed bilateral 6.5 x 45mm pedicle screws in the sacrum and spanned the l5 pedicle to place bilateral 6.5 x 50mm pedicle screws in the l4 pedicles. It was reported that the patient fell off a gurney on the second day post-op. During the six month follow up visit ((B)(6) 2015), an x-ray identified two broken 6.5 x 45mm screws in the sacrum. As a result, the surgeon ordered a CT scan and determined that a revision surgery was appropriate. The revision surgery ((B)(6) 2015) included pedicle screws at each level from l4, l5 and the sacrum. During the one month follow up ((B)(6) 2016), the surgeon indicated that the patient is doing well.